Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this pacemaker's battery appeared to be depleting more quickly than expected. Physician also mentioned the patient is suffering from anxiety relate to this issue. A new evaluation of the battery was schedule in three months. At this time, the device remains in service. No adverse patient effects were reported.